Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q16, and q17 on the defibrillator pca board, causing the monitor to pull an excessive current. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivered a monophasic pulse.